Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they believe that the right ventricular (rv) lead was ''frayed'' and was ''turned off'' as a result. However, records indicate that the rv lead remains in use. No patient complications have been reported as a result of this event.